Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they continue to get a non-recoverable system error on arctic sun device. The alarm says the primary and secondary water temperature differ by more than 1c. Directed nurse to the event log. Alarm 9 (patient temperature 1 above high patient alert ), alarm 114 (treatment stopped), and alarm 79 (non-recoverable system error mentioned by nurse) in event log. Nurse had already cycled the power a few times and the alarm continues to recur. Discussed cause of the alarm. Suggested sending device to biomed for repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, therefore the labeling/packaging review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they continue to get a non-recoverable system error on arctic sun device. The alarm says the primary and secondary water temperature differ by more than 1c. Directed nurse to the event log. Alarm 9 (patient temperature 1 above high patient alert), alarm 114 (treatment stopped), and alarm 79 (non-recoverable system error mentioned by nurse) in event log. Nurse had already cycled the power a few times and the alarm continues to recur. Discussed cause of the alarm. Suggested sending device to biomed for repair.